Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially reported that the holster broke off. Blood glucose at the time was 340 mg/dl. During the call, she reported that she had a diabetic ketoacidosis and high blood glucose event on (B)(6) 2015. The customer did not know her blood glucose at the time of incident but stated that the meter showed high. The customer was not hospitalized. The customer stated her husband was able to help her. She treated by taking fluids and doing small amounts of insulin per manual injection and the insulin pump. The customer explained that the infusion set came out of her body. She stated it was not pulled on; it simply did not stay adhered to her body. Product was not replaced or returned for analysis.